Event description:
The patient was revised on (B)(6) 2022 following the primary surgery on (B)(6) 2020 for glenosphere disassociation due to soft tissue and bone not being properly cleared around the baseplate for proper engagement. The surgeon explanted a centered glenosphere (36) and humeral cup (36/3) and implanted an eccentric glenosphere (36) and humeral cup (36/3).

Event description:
The patient was revised on (B)(6) 2022 following the primary surgery on (B)(6) 2020 for glenosphere disassociation due to soft tissue and bone not being properly cleared around the baseplate for proper engagement. The surgeon explanted a centered glenosphere (36) and humeral cup (36/3) and implanted an eccentric glenosphere (36) and humeral cup (36/3).